Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced multiple syncopal and near syncopal events. The patient presented to the emergency room and system evaluation noted noise, oversensing and pacing inhibition on the right ventricular (rv) channel. The lack of therapy resulted in greater than two seconds of asystole for this patient. Additionally, there was a pacing impedance measurement greater than 2000 ohms. A revision procedure was performed and the competitive rv lead was removed from service and replaced. This device remains in service. The root cause of the clinical observations could not be confirmed as no lead or device anomalies were identified. No additional adverse patient effects were reported.